Event description:
Customer alleged that the ts7000 surgical table wobbles. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "ts7000 dv surgical table wobbles" couldn¿t confirmed during the inspection.during the inspection the technician checked the table, there was no wobbling, and the table was completely level. No issues were found. No parts were replaced. The root cause was traced to a user error. Based on this, no further actions are required.

Manufacturer narrative:
Device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer alleged that the ts7000 surgical table wobbles. This report was filed in our complaint handling system as complaint #(B)(4).